Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with constant occlusions; this condition had the potential to interrupt delivery. This condition was found in the nursing home during programming/setup. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a flo-gard infusion pump with a constant occlusion was confirmed but not reproduced by service. Since this is a stay-in device, the root cause could not be confirmed. The pump was not repaired at this time because it has been removed from service.

Manufacturer narrative:
(B)(4). The condition of a flogard infusion pump with a constant occlusion was confirmed during product evaluation. The assignable cause was determined to be a gap in the pin gauge of the safety clamp. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.